Event description:
It was reported that this lead was originally implanted in the left bundle branch (lbb) area. At the two-week post-implant evaluation, the patient reported chest pain, and high pacing impedance measurements and high capture thresholds were observed. A chest x-ray was performed, which revealed that the lead had perforated into the pericardial space. A revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was retained by the explanting hospital.